Event description:
"Bilateral subgl infram gel's (28cc surgitek) for augmentation pt c/o left hand x 5 yrs without changes - no history of trauma occasional sharp pain. Pt concerned because rtr in last about year has been developing systemic symptom's including arthralgias parenthesias/fatigue/hot flashes headaches dizziness, memory loss, dry eyes, sensitivity and pt has several relatives with breast ca including a sibling with until premen stage IV, family member with pre meno lat pt is otherwise healthy."